Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient's knee joint was worn and medial, the implanting physician tried to assemble the insert, but failed; even if repeated attempts still do not work. And the method of dislocation of femur was not effective. Once being aware of the incident, the implanting physician switched to another product immediately. Although the operation was completed finally, the whole process was delayed for about 30 mins. Additional information 27-oct-2021: another insert (same part/same lot) was successfully implanted. A part from this same part/lot will be returned for analysis. Based on sales data from (B)(4), 2 parts with this same part/lot have been successfully implanted. One is involved in this complaint.